Event description:
Caller reported that insulin gauge displayed an amount different than expected on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer continued to use the existing cartridge.